Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), the second episode of alopecia ("alopecia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, dysgeusia, the last episode of alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, depression and anxiety outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysgeusia, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Events added: depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("paraguesia"), the second episode of alopecia ("alopecia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, dysgeusia, the last episode of alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, depression and anxiety outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysgeusia, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), the second episode of alopecia ("alopecia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, dysgeusia, the last episode of alopecia, vaginal haemorrhage, menorrhagia, migraine, headache and dyspareunia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, dysgeusia, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure removal date ((B)(6) 2017) added. Lot number (c35242) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dyspareunia (painful sexual intercourse), hair loss and abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2017, alprazolam since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2017, iron since (B)(6) 2017 and valaciclovir hydrochloride (valtrex) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the first episode of alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish / anxiety"). On (B)(6) 2017, 2 years 4 months after insertion of essure, the patient experienced anaemia ("anemia"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), the second episode of alopecia ("alopecia"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, dysgeusia, the last episode of alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, depression, anxiety, bladder disorder, urinary tract disorder, anaemia and back pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysgeusia, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received - new event "bladder problems or changes, urinary problems or changes, anemia, lower back pain,were added. Concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2017, alprazolam since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2017, iron since (B)(6) 2017 and valaciclovir hydrochloride (valtrex) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hair loss ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish / anxiety"). On (B)(6) 2017, the patient experienced anaemia ("anemia"), 2 years 4 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), alopecia ("alopecia"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain and back pain had resolved and the menstrual disorder, dysgeusia, alopecia, migraine, headache, dyspareunia, hair loss, depression, anxiety, bladder disorder, urinary tract disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysgeusia, dyspareunia, hair loss, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and alopecia to be related to essure. The reporter commented: treatment received for pelvic pain, back pain, abnormal bleeding and menorrhagia, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2015: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2017, alprazolam since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2017, iron since (B)(6) 2017 and valaciclovir hydrochloride (valtrex) since(B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hair loss ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish / anxiety"). On (B)(6) 2017, the patient experienced anaemia ("anemia"), 2 years 4 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), alopecia ("alopecia"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain and back pain had resolved and the menstrual disorder, dysgeusia, alopecia, migraine, headache, dyspareunia, hair loss, depression, anxiety, bladder disorder, urinary tract disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysgeusia, dyspareunia, hair loss, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and alopecia to be related to essure. The reporter commented: treatment received for pelvic pain, back pain, abnormal bleeding and menorrhagia, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2015: results: negative. Batch no c35242 production date 2014-03-06 expiration date 2017-03-31. UDI quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. C35242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2017, alprazolam since (B)(6) 2017, escitalopram oxalate (lexapro) since (B)(6) 2017, iron since (B)(6) 2017 and valaciclovir hydrochloride (valtrex) since (B)(6) 2017. On 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hair loss ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish / anxiety"). On (B)(6) 2017, the patient experienced anaemia ("anemia"), 2 years 4 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruatioin issues"), dysgeusia ("paraguesia"), alopecia ("alopecia"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (partial hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the menstrual disorder, dysgeusia, alopecia, migraine, headache, dyspareunia, hair loss, depression, anxiety, bladder disorder, urinary tract disorder and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysgeusia, dyspareunia, hair loss, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and alopecia to be related to essure. The reporter commented: treatment received for pelvic pain, back pain, abnormal bleeding and menorrhagia, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2015: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, back pain, abnormal bleeding and menorrhagia, allergic reaction were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and alopecia ("alopecia"). The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, dysgeusia and alopecia outcome was unknown. The reporter considered alopecia, dysgeusia, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.